Event description:
The patient reported that the v-go that she was wearing today on (B)(6) 2019 lifted off her body after only having it on for 5 1/2 hours. The patient had placed the v-go on her abdomen area. The patient did confirm that she prepared the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry